Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: patient presented with pre operative diagnosis of l4-5 and l5-s1 non-union with chronic back pain and underwent removal of l4-l5 and l5-s1 cages, l4-5 anterior lumbar interbody fusion with peek cage, demineralized bone matrix and rhbmp-2/acs, anterior plate applied from l4 to l5, l5-s1 anterior lumbar interbody fusion with demineralized bone matrix plus rhbmp-2/acs, peek cage and anterior plate. Indications: imaging studies showed no interbody fusion and broken screws at l5 and s1. Due to non union and continued pain, he was indicated for revision procedure. Per operative report: ¿¿.first l4-5 and l5-s1 disk spaces were exposed and removal of previous interbody cages was done. This was done first at l4-5. There was no evidence of interbody fusion. The space inside the cage was filled with material that was likely residual from rhbmp-2/acs which had previously been placed. There was no firm bone; it was just waxy soft material. No sign of infection. Attention was then turned to the ls-s1 level. Annulotomy was performed and the interbody cage was removed. In a similar fashion, again, there was no bone material at all within the cage. Interbody fusion at l5-s1 was then carried out in which an anterior lumbar interbody cage implant (14 mm height x 10 degree lordosis) was filled rhbmp-2/acs and demineralized bone matrix. This was thoroughly packed into both of the large holes in the device to give maximum material for interbody fusion. The cage device was then slowly tamped into place and gave excellent fill of the disk space and excellent intrinsic stability. It was recessed posteriorly very slightly from the anterior rims of the ls and s1 vertebra. Next a titanium plate (19 mm height) was selected and placed at l5-s1. On l4-5 level similar procedure was done and (12 mm height 5 degree lordosis) was placed. It was impacted into place and again slightly recessed from the most anterior aspect of the vertebral bodies. Position was carefully assessed with fluoroscopy and again this cage was packed with three rhbmp-2/acs and demineralized bone matrix. There was one additional sponge which was placed posterior to the plate between the plate and the cage. A 17 mm height plate was used at l4-5 level. The patient was awoken and sent to recovery room in stable condition. There were no intraoperative complications.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.